Manufacturer narrative:
A sample was received to perform an investigation. A visual inspection of the sample was performed at a distance of 12 to 24 inches under normal conditions of illumination. The inspection found excessive solvent in the tube. The sample was functionally tested using the blow-through testing and it did not pass the test. Air did not go through the tube. Gas sampling bonding operations were reviewed to ensure that there were no abnormalities during this operation. No discrepancies were found. Training records were reviewed on the bonding operations, operators were trained; no discrepancies were found. The most probable root cause determined was that production personnel did not detected the occluded gas sampling. A quality alert was generated to ensure that production personnel detect any marks or damage on the breathing bags. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.

Event description:
It was reported that during a hospital pre-use check, it was noticed that the gas sampling line was occluded. No patient injury was reported.